Manufacturer narrative:
The autopulse platform was returned to zoll on 02/22/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
(B)(6) fire medical received a 911 call on (B)(6) 2017 for a (B)(6) female patient that weighed about (B)(6) and was experiencing asystolic cardiac rhythm. The autopulse was deployed without any issues and after performing approximately 5-10 compressions, error message user advisory (ua) 17 (max motor on time exceeded during active operation) was displaying. The customer tried to extend the lifeband; however the error message persisted intermittently. The customer then reverted to manual CPR. Rosc (return of spontaneous circulation) was not achieved and the patient did not arrive alive at the hospital. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported. When the customer got back to the station, they placed a new lifeband and run the autopulse with rescue dummy. When the platform was powered on, error message ua 07 (discrepancy between load 1 and load 2 too large) was displaying and compression could not be initiated. The error message persisted until the customer removed the battery for 30 seconds and completely uninstalled and reinstalled the lifeband. The autopulse performed compressions for over one minute; however, when the customer stopped compressions and tried to restart the platform, error message 02 (compression tracking error) was displaying. When they extended the lifeband, the error message ua 02 (compression tracking error) was cleared; however, error message ua 17 (max motor on time exceeded during active operation) was displaying intermittently after performing four compressions. No other information was provided.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 17 (max motor on time exceeded) was confirmed during archive review and functional testing. The root cause of the reported issue was caused by a mechanical malfunction of the drive train motor. The drive train motor was replaced to remedy the complaint. The reported error messages ua 2 (compression tracking error) and ua 7 (discrepancy between load 1 and load 2 too large) were confirmed during archive review but no issue found during functional testing. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 and ua 07 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The load cells passed the characterization testing. No physical damage was noted during visual inspection. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The clutch plate was deburred due to a stiffness on the drive shaft, after which the platform passed both the run-in and final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).